Event description:
Patient images were fused together. While performing a scan on patient a, the helical scan stopped or aborted, part way through the exam and the system locked up. The system was shutdown and restarted. When the operator attempted to reconstruct the raw data the following occurred: patient a images are labeled correctly and displayed correctly. Another patient's images (patient b) will be randomly mixed with patient a images. Patient b images are labeled as patient a. However these images are rotated and overlaying the patient a images contain data from both patient a and patient b. This is reported to occur only after a helical abort and is a random occurrence.